Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1296, awareness date 04-oct-2015). It refers to a (B)(6) -year-old female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. The consumer had 2 premature labors and births and was told her doctor she was too young for a tubal ligation, but that she was a good candidate for essure. Before entering the room for essure insertion, she asked her doctor if her nickel sensitivity/ possible allergy would be a problem and she was told no and that there wasn't enough nickel in it to cause any problems. The procedure in fact it was extremely painful even with all the drugs she had to take prior to it including a mild narcotic for pain. She was in more pain than she had ever experienced in her life (including childbirth) and she was told it was normal and to relax. When the procedure was done she was told that once she could get up and move around she was okay to go home and that the pain would subside over the next day. She ended up bedridden for a week after that. A month later she was still in pain and was told that the doctor could not check the placement or look for the problem until the dye test, which 3 months after the insertion showed that the tubes were blocked. The consumer went back to the doctor with not only chronic pelvic pain (especially a sharp stabbing pain on left side of pelvis) but inflammation that had spread into her lower back and hips. She was also becoming very bloated, she could not sleep but was always tired, started getting boils on her upper inner thighs, had to see a gastroenterologist for stomach problems that started after essure was placed (she was assuming more inflammation), and when her period returned it was extremely heavy and cycles were irregular. She was put on a birth control pill to regulate her cycles, which made her cycles worse, lasting for 2 weeks and came every 2 weeks. She started seeing a physical therapist around that time because the orthopedist could not find anything. She could not walk for long and could not stand up for longer than 5 minutes without her back spasming and could not sleep at night because her hips would flare up. She switched doctors and after explaining all of her symptoms, the doctor told she was almost positive that the consumer was having a reaction to the coils but wanted to see if they could manage her problems first. The consumer took another birth control for almost 6 months - it did not get any better and she even became anemic due to the lack of iron from an almost continuous cycle. A lavh (laparoscopically assisted vaginal hysterectomy) was then performed in (B)(6) 2015, leaving ovaries. After surgery, she woke up feeling better. The coils came out intact. Since then the only lingering heath issue she had had was hip pain. Everything else was gone. She had lost the weight she gained from having essure, as well as all the swelling and bloating. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain / sharp stabbing pain on left side of pelvis and her period was extremely heavy / cycles lasting for 2 weeks/ almost continuous cycle (interpreted as menorrhagia). She underwent a hysterectomy 16 months after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain and menses pattern changes may occur. Considering the positive temporal relationship, the nature of the reported events, and in the lack of plausible alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 03-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain / sharp stabbing pain on left side of pelvis and her period was extremely heavy / cycles lasting for 2 weeks/ almost continuous cycle (interpreted as menorrhagia). She underwent a hysterectomy 16 months after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain and menses pattern changes may occur. Considering the positive temporal relationship, the nature of the reported events, and in the lack of plausible alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.